Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported, the infusion device displayed e8 power interrupt error. After the battery was inserted in the infusion device, all of the buttons were without function. Correct type of battery was used, and the battery was replaced several times without success. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. Additional information was not provided.